Manufacturer narrative:
Product analysis: the device returned coiled in 2 biohazard bags. Device was decontaminated with cidex opa solution soak and tergazyme soak. No stent was returned with the device. The device was returned with the proximal grip and hypotube detached from device. Biologics present in the proximal section of the inner lumen. No functional testing could be carried out due to the condition of the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex self expanding stent during procedure with non specified fr sheath and guidewire to a lesion in the iliac artery. It is a calcified lesion. 60-70% stenosis. No embolic protection was used. There was no damage noted to the packaging and there were no issues when removing the device from the hoop/tray. The device was prepared as per IFU with no issues. The device did not pass through a previously deployed stent. The device was attempted to be used in the patient. It was reported that the stent could not be deployed. There was no resistance encountered during delivery to the lesion. No excessive force was used. The thumbscrew/lock pin was checked for securement prior to procedure. The device was safely removed from patient. The procedure was completed by using another stent. No patient injury reported. The device was returned with no stent and with the proximal grip and hypotube detached from the device.